Event description:
It was reported that the down arrow keypad button required multiple button presses in order to get a response. This issue was reportedly noticed two days ago and that the keypad was intact. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4): the up, down, and contrast buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded. This issue is detectable to the user and should alert the user to discontinue use of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.